Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The thumb advancer deployment had not been completed and the thumb advancer was 2 cm distal of the start position. The sheath was torn by the bent garage leaves during thumb advancement and retraction. The garage leaves were bent from striking and carving into the flex-guide. The release rod had been pushed inward out of its retaining tabs instead of being slid to collapse the vessel locator wings. Based on these findings the report of resistance felt during thumb advancement and carving being observed is confirmed. The most probable cause for this type of damage is due to the flex-guide, tube set and tissue tract not being correctly aligned during thumb advancement, which is consistent with incorrect user technique. This misalignment caused the support tube to strike and carve into the flex-guide during thumb advancement, subsequently preventing completion of the thumb advancer stroke and sheath slitting. No manufacturing or quality inspection deficiency was detected. A review of the finished device history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported for difficult to deploy thumb advancer or physical resistance. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, resistance was felt during thumb advancement and carving was observed. The safety release button was used and the thumb advancer was retracted to remove the device from the patient's anatomy. Manual compression was applied to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.